Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: when the radiologist removed the sheath off of the needle, a piece of white plastic dropped into the sterile field.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for packaged needle (pn) was performed for batch 2268427 (catalog 301808).

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: when the radiologist removed the sheath off of the needle, a piece of white plastic dropped into the sterile field.